Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by paramedics for low blood glucose. The blood glucose reading was 35 mg/dl. The customer stated that her basal rate was set too high and she had not eaten breakfast. Troubleshooting was declined to perform. No further info was provided.